Event description:
The following information was reported: the device seemed to get stuck when shuttling down; the sealant did not deploy; the balloon was deflated and the device was pulled out. Manual pressure was held for 20 minutes. There was no hematoma. The patient was not hospitalized. Physician's opinion: it was as if the device may have been overheated and the sealant got stuck inside. Procedure type: diagnostic coronary vessel size: 6 mm stick location: medium sheath size: 6f.

Manufacturer narrative:
If the device was exposed to an elevated temperature, the sealant grip tip may have adhered to the shuttle cartridge. However, the device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.